Event description:
Related manufacturer's reference number: 2017865-2021-14657 it was reported that an asymptomatic patient's pacemaker transmitted a noise over-sensing episode on the right ventricular (rv) lead on (B)(6)2021. Patient then presented to the emergency room. Further investigation of the remote transmission noted that the episode had happened only once, about a month prior, and that the lead had low pacing impedance and high capture thresholds. The pacemaker exhibited premature battery depletion and failed to interrogate. Device also failed to produce a magnet response. The recommended pacemaker replacement was completed. The rv lead produced normal measurements during the procedure, which led physician to suspect pacemaker header was causing the issues. Lead remained implanted in the patient. Patient was stable after the procedure.

Manufacturer narrative:
Correction: b3 - should be empty due to unknown event date analysis conclusion: the reported events of inability to interrogate, premature battery depletion, oversensing, capturing problem, low impedance, and defective device were confirmed. As received, the device had no telemetry communication and no output. Visual inspection of the header attachment area detected a bonding anomaly. A device hermeticity breach was observed, consistent with feedthrough damage as a result of fluid intrusion between the header and case, and subsequent fluid ingress to the internal electronics. The device was cut open to enable further testing and battery was found lower than expected. Hybrid circuitry was tested, resulting in high current drain, consistent with moisture damage, depleting the battery and resulting in the reported events. A manufacturing anomaly may have occurred, which resulted in the header bonding anomaly. The device is included in the assurity and endurity pacemakers header anomaly advisory issued by abbott on 15 march 2021.¿

Manufacturer narrative:
The reported events of inability to interrogate, premature battery depletion, and defective device were confirmed. As received, the device had no telemetry communication and no output. Visual inspection of the header attachment area detected a bonding anomaly. A device hermeticity breach was observed, consistent with feedthrough damage as a result of fluid intrusion between the header and case, and subsequent fluid ingress to the internal electronics. The device was cut open to enable further testing and battery was found lower than expected. Hybrid circuitry was tested, resulting in high current drain, consistent with moisture damage, depleting the battery and resulting in the reported events. A manufacturing anomaly may have occurred, which resulted in the header bonding anomaly. The device is included in the assurity and endurity pacemakers header anomaly advisory issued by abbott on 15 march 2021.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Related manufacturer's reference number: 2017865-2021-14658. The patient presented in the emergency room. Upon review of (B)(6) transmissions, it was observed the right ventricular (rv) lead was sensing noise, and a drop in defibrillation impedance. The hospital was unable to interrogate the pacemaker when using multiple programmers, and no magnet response was achieved. The pacemaker was explanted and replaced, and the lead was kept in place. The patient was in stable condition.